Manufacturer narrative:
.

Event description:
Patient reports physician has diagnosed a "granuloma". Patient reports approximately two months ago, muscle spasms in her back increased. Pump was turned off and catheter replacement was scheduled.